Manufacturer narrative:
(B)(4). Additional pro-code: hwc. A review of the device history record. Device history lot part number: 02.118.402s synthes lot number: 3l43793 expiration date: 01jun2029. Manufactured by jabil inc-(B)(4). A DHR file from the time of manufacture could not be reviewed because it is not been scanned into tungsten yet. Jde confirmed that the lot was released for sale in june 2019. A search in mdd nonconformance module confirmed that no non-conformances occurred during manufacture. Device history batch null, device history review a search in mdd nonconformance module confirmed that no non-conformances occurred during manufacture. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a bedford 02.118.402s (va-lcp lateral distal fibula plate lot- 3l43793) was used on a patient. Unfortunately the va locking screws 02.221.018s (lot- 3l83306 and lot- 6l26755) we¿re spinning inside the locking hole of the plate. The surgeons couldn¿t lock it. The plate and screws were left in the patient as per surgeons decision. This complaint involves three (3) devices. This report is 1 of 3 for (B)(4).

Event description:
Device report from united kingdom reports an event as follow.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.